Event description:
It is reported that during an endoscopic ligation procedure, the ligator device was difficult to remove from the endoscope and blood went into the eye of a nurse present during the procedure. The pt is alleged to have hiv. There is no further info available from this international facility. No product was returned for eval.